Manufacturer narrative:
Bd received a 22 gauge insyte autoguard from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no damage to the catheter tubing. The tip was inspected and found to be acceptable and within product specifications. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed with the returned unit's tip a definitive root cause could not be determined.

Event description:
It was reported that an unspecified number of an unspecified 22 gauge bd IV catheter experienced deformation/damage/cracking during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown . It was reported that IV sheaths are splitting. This complaint was opened because customer sent the product in package from another complaint, and later confirmed there was issues with it as well. Email stated: yes. There was an issue with a 22 gauge as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified 22 gauge bd IV catheter experienced deformation/damage/cracking during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that IV sheaths are splitting. This complaint was opened because customer sent the product in package from another complaint, and later confirmed there was issues with it as well. Email stated: yes. There was an issue with a 22 gauge as well.